Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture (loc) at high thresholds. The lead was replaced successfully and the device remains in service. This ra lead has not been received for investigation. No additional adverse patient effects were reported.